Event description:
It was reported that a patient presented to clinic with symptoms of bradycardia and hear block. Device interrogation revealed high pacing impedance and loss of capture on the right ventricular (rv) lead. On (B)(6) 2022, a chest x-ray was performed and revealed rv lead fracture. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was recovering following the procedure.